Event description:
Boston scientific crm received info that during the implant procedure, this ventricular lead was not used due to perforation. To date, there have been no add'l adverse pt effects reported. Dates were provided by boston scientific.